Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pumps usb port was damaged and the pump battery gauge was observed to be fluctuating. There was no reported adverse impact to the customer. Customer declined troubleshooting with tandem technical support.